Manufacturer narrative:
The insulin pump was received with no button response due to flattened button dome switch. No unlocked lcd keypad connector. The insulin pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer's mother reported via phone call that the act button was difficult to press. The customer's blood glucose was unknown at the time of incident. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.